Event description:
It was reported that the pt underwent a spinal procedure at l5/s1 using posterior fixation. At an unk time post-op, the plug at s1 backed out. The revision surgery was performed approx three months post-op to replace the plugs and screws at right side l5 and s1.

Manufacturer narrative:
Device was not returned to the MFR for eval. Post-op x-rays were reviewed. Immediate post-op films show construct between l5 and s1 with two interbody device and pedicle screws. Lower pedicle screws appear malpositioned. The left s1 pedicle screw is the s2 pedicle and the right s1 screw excessively medialized. The interbody devices are positioned posteriorly and indented the thecal sac creating considerable dural compression. Follow up film shows right s1 set screw backed out.